Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/5.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2023 the lens was explanted. Cause of event was unknown. Per additional information the patient requested that it be removed and not re-implanted.

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).